Event description:
Additional information received. Indicated, the noise on both the right ventricular (rv) and right atrial (ra) leads were over-sensed and led to pacing inhibition. And also, caused the ra lead to bin inappropriate automatic mode switch (ams) episodes. Isometric testing was performed and the noise was able to be reproduced on the ra lead only. Due to the this, the physician elected to just monitor the patient, rather than implement any programming changes. There were no consequences to the patient.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) and right atrial (ra) leads were sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.